Event description:
The user facility reported that the lid of their innowave pcf sonic irrigator closed on an employee's arm resulting in soreness.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found that the gas strut required replacement which caused the lid to not remain open. The technician replaced the gas strut, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.